Event description:
Description according to complainant: one of the struts broke off and migrated to the heart. Pt outcome: pt outcome: the pt was sent to open heart surgery to remove the broken off fragment.

Manufacturer narrative:
Investigation is in progress.